Event description:
It was reported that during a meniscus repair, the suture of the fast-fix 360 broke. The suture was removed from the patient using blade. Both anchors were not removed from the patient. The procedure was completed with a delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided undated photo of the device and the suture does not indicate a root cause for the breakage. Based on the limited information provided the root cause of the reported breakage cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The patient impact beyond the reported breakage and extended surgical time could not be determined. An analysis of the customer provided image found the device next to its box, with the suture off the needle and without the t anchors. The suture does not seem to be broken. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.